Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Reports stj 1488tc atrial lead with several latitude ya for >2000 ohms. Patient brought in for evaluation of atrial lead during follow-up today, initially got >2000 ohms commanded impedance, then subsequently got commanded impedances at 500 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).